Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient came in for follow up 5 years status post total hip replacement. She complained of pain. Doctor tested cobalt levels and determined that they were elevated. He revised her head and liner, all other implants remained in situ. The trunnion showed evidence of fretting but was in good condition. He used a v40 to c taper conversion sleeve and determined it seated properly and was secure. He then placed a new biolox head on the sleeve. The operation was completed without complication.

Manufacturer narrative:
An event regarding pain involving an metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: elevated metal ion levels cannot be confirmed as abnormal ion levels without any provided additional medical information and a clinician's assessment. The exact cause of the reported pain could not be determined. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient came in for follow up 5 years status post total hip replacement. She complained of pain. Doctor tested cobalt levels and determined that they were elevated. He revised her head and liner, all other implants remained in situ. The trunnion showed evidence of fretting but was in good condition. He used a v40 to c taper conversion sleeve and determined it seated properly and was secure. He then placed a new biolox head on the sleeve. The operation was completed without complication.